Event description:
It was reported that the patient experienced erosion and infection at the implantable neurostimulator (ins) pocket site. The entire system was explanted. Patient information and outcome were not provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).